Event description:
Pt reported the vibration on the infusion device is defective during handling with the meter. Pt stated the infusion device doesn't confirm this every time. No further info is available. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.